Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received, analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
Concomitant medical products: dtba2d1 device implanted: (B)(6) 2016; 4194, lead, implanted: (B)(6) 2005; 5076, lead, implanted: (B)(6) 2005.

Event description:
It was reported that the patient received an inappropriate shock for suspected high frequency noise on the right atrial (ra) lead and right ventricular (rv) lead. It was noted the pacing impedances had dropped prior to the inappropriate therapy, which later stabilized, and the rv threshold had also increased. An in-home device interrogation was carried out, which revealed noise on the electrocardiogram (ECG) when the patient touched a kettle with their right hand, but the noise was not observed on the electrogram (egm). It was then added the shock was due to electromagnetic interference (emi) sensed by the cardiac resynchronization therapy defibrillator (crt-d), and t-wave oversensing (twos) was also apparent on the rv lead with an increased amount of sensing integrity counter (sic). The rv lead was then extracted and the ra lead and crt-p remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.